Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed a needle strike mark at the posterior foot, a dull posterior needle tip, and undisturbed posterior cuff remaining in the foot pocket. This is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior cuff detaching from the anterior needle as evidenced by damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs was broken off and not returned with the device. During lab testing, the needle plunger was reinserted resulting in successful needle trajectory and push mandrel travel length. Based on the evaluation, the probable root cause for the posterior needle-to-cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.